Event description:
It was reported that during a laparoscopic aneurysm procedure, the product was not firing. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Instrument a: empty, jaw. Instrument b: batch# e9f51p; (empty, jaw). Instrument c: batch# e9fh1y, exp date: 08/2013; mfg date: 09/12/2008; (jaw): instrument d: (jaw). Eval summary: the analysis result for the el5ml device (a) found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. The analysis results of the el5ml found that the instrument (b) was received empty and with the lock out mechanism fired through. The instrument is designed to lockout when the clips have been fired. During eval the right jaw was found broken at bifurcation. See attached pictures. As per engineering study the most likely failure mode for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The failure is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The failure is not occurring as a result of the product complaint decontamination process. The analysis results found that the el5ml device (c) was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was received empty and locked out. No functional test was performed. The analysis results found that the el5ml device (d) was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was received empty and locked out. No functional test was performed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.